Event description:
Sales consultant reported two outer protection sleeves that were packaged as 14.5 mm sleeves, part 03.010.438s, lot 7069802, but he believes they were 12 mm sleeves due to the fact that they would not fit on the metal sleeve of the device. The sales consultant then opened part# 03.010.437s lot 6968121. There is no problem with the 12 mm sleeve (437s) and was being used as a comparison to the other sleeves. Surgeon used the 2nd sleeve opened, 03.010.437s to complete the procedure. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The device has been returned and is entering the complaint system. The investigation is ongoing. Placeholder.